Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument has been inspected prior to use and it looked good at the time. General surgical procedure was being performed when the issue occurred. There was no instrument collisions during procedure. No fragment fell inside the patient. The instrument has been returned, and the associated accessory has been disposed of in accordance with the regulations. There was no portion of the device that was completely detached from the instrument. The serial number cannot be found. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.496" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the user.